Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion during mgso4 (magnesium sulfate) therapy (programmed amount and delivery rate unknown) in the oncology care area. The customer also stated that the device was swapped out and that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the undetected upstream occlusion alarms which were not reproduced. The reported symptom of "upstream occlusion alarm would not trigger" was not observed or experienced by evaluation. An upstream occlusion was introduced multiple times with the unit detecting the occlusion each time and restarting through the run/stop key each time. The unit was tested and found to pass. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-04614 can be removed from the FDA database.